Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10470. Reference MFR report: 1627487-2012-10472. The pt received the scs system which included the ipg and two leads from different lots. It was reported during a surgical procedure in which the scs leads were to be relocated in an attempt to provide pain coverage to new areas, the physician observed the flaps that cover the setscrew of the ipg had fallen off. The physician elected to remove and replace the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.